Event description:
It was reported that a small volume folfusor underinfused its medication. The reporter stated that after two days the device still contained most of the medication. The device was filled with fluorouracil and a 0.9% saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection did not identify any defects on the device. A functional flow rate test was performed. The calculated flow rate for the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.